Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a dislodgement presented. The suture sleeve was over the ring electrode, explaining the lead high shock impedance out of range measurment's presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Allegations were not confirmed by product analysis but was assigned cause = known inherent risk of device, based on the field report. Based on the instructions for use for this product, the behavior is a known inherent risk of the use of this right atrial (ra) lead.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a dislodgement presented. The suture sleeve was over the ring electrode, explaining the lead high shock impedance out of range measurment's presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a dislodgement presented. The suture sleeve was over the ring electrode, explaining the lead high shock impedance out of range measurment's presented. No additional information is available at the moment. No additional adverse patient effects were reported.